Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during loading the trailing haptic caught behind. The lens could not be implanted due to damage. The surgery was completed on the same day using a backup lens.

Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA patient codes of e2401 and FDA health impact codes f24 were submitted. It should have been e2403 and f26. The product was not returned for analysis. Only photo was returned. Plunger underride was observed on the returned photo. Photo provided shows an activated company device. The plunger appears to be advanced into the nozzle tip and appears to be advanced under the intraocular lens (iol). The iol appears to be advanced into the nozzle tip and is crushed. We are unable to determine the root cause for the reported complaint "trailing haptic caught behind". The product was not returned for analysis. Plunger underride was observed on the returned photo. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified opthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become "stuck" in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).